Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported outflow graft obstruction could not conclusively be determined through this investigation as no photos were submitted and no product was returned. The stent was placed on (B)(6) 2021, and there had been no low flows since (reported under MFR report number 2916596-2021-00712). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. Heartmate ii lvas IFU section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 23aug2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: date estimated as specific date not known.

Event description:
It was reported that the patient had outflow graft stenosis. The patient had been having intermittent low flows since (B)(6) 2020.